Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (590 mg/dl). The customer received treatment from a nurse while at the hospital for an unrelated event. The customer was not admitted to the hospital. The customer was treated with unspecified intravenous fluids and a manual insulin injection. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.